Manufacturer narrative:
(B)(4).

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a penetrating ulcer and pseudoaneurysm at the level of the subclavian artery approximately 1.5 months ago as part of a clinical study. The aortic arc measures 2.8 cm x 2.1 cm. Surrounding the arch, there is a 4.6 cm x 5.9 cm collection of ill-defined, heterogeneous hypodense material. It was reported that the patient underwent a left-sided carotid artery-subclavian artery bypass, followed by the implantation of the talent thoracic stent graft. Post-operatively, a cta scan states there was a type iii or type IV endoleak, although no intervention was performed. Approximately 3 weeks post-implant, a continued proximal type I endoleak was identified. The physician elected to perform an innominate artery bypass, debranching procedure, and insertion of a talent proximal extension stent graft, which successfully resolved the endoleak. As per the investigator, the endoleak is unrelated to the device and is related to the procedure. No additional clinical sequelae were reported, and the patient is fine.

Event description:
Additional information was received as follows. Other complications were noted. Left lung collapse, atelectasis. This event prolonged patient's hospitalization. Investigator indicated not related to the study device, however, related to the study procedure. Patient received respiratory therapy. Patient recovered with treatment. Other complications were noted. Left hemidiaphargm paralysis. This event prolonged patient's hospitalization. Investigator indicated not related to the study device, however, related to the study procedure. Patient recovered with treatment. Other complications were noted. Pulmonary complications/respiratory insufficiency. This event prolonged patient's hospitalization. Investigator indicated not related to the study device, however, related to the study procedure. Patient recovered with treatment. Other complications were noted. CABG x2. Investigator indicated not related to the study device, however, related to the study procedure. Patient recovered with treatment.

Manufacturer narrative:
Evaluation codes, results: endoleak, conclusions: penetrating ulcer/pseudoaneurysm and ill-defined, heterogeneous hypodense material surrounding the aortic arch, unknown type of endoleak.